Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case,vial. Visual inspection found no visible damage to the lens. There was evidence of surgical residue,debris on the lens. Dimensional verification was performed and the lens was found to be in specification. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -11.5/+2.5/091 (sphere/cylinder/axis), during the same surgery due to low vaulting. The lens was exchanged for a longer lens during the same surgery but the problem was not resolved. See MFR. Report # 2023826-2019-01397 for the exchanged lens.